Event description:
During the procedure to replace the pt's dbs ipg due to normal battery depletion ((B)(6)), it was reported the physician experienced difficulty removing the extension from the ipg header. A significant amount of force and maneuvering had to be exerted in order to loosen the set screw including cutting the silicone header; however, the physician was eventually successful. This difficulty extended the surgical procedure by approximately 10 minutes. No pt complications were reported as a result of this event.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.